Event description:
Customer reported via phone, he had been experiencing low blood glucose the first and second days, lows were 24 and 39 mg/dl. Cpt drastically changed his insulin, carbohydrate and basal rates issues and everything has been well since then. Customer declined troubleshooting assistance. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.